Event description:
It was reported that balloon withdrawal resistance and a shaft break occurred leading to patient complications and ultimately death. The patient presented after a myocardial infarction on (B)(6) 2013. Vascular access was obtained via the femoral. The 80% stenosed, eccentric shaped, de-novo, 38mm in length target lesion was located in the non-tortuous, 2.75mm in diameter left circumflex (lcx) artery. The lesion was pre-dilated with a 2.50x20mm maverick balloon catheter resulting in 30% residual stenosis. A 2.50x38mm promus element plus stent was selected for treatment. The stent balloon was inflated to 12atms for 15 seconds and the stent was deployed in the lesion. The stent was fully deployed and well apposed. The balloon was then fully deflated; however, the balloon remained stuck to the implanted stent. In an attempt to remove the balloon from the stent; the distal 10cm of the shaft, including balloon, detached and remained in the lcx. The stent remained implanted. The patient was transferred to critical care in an unstable condition with chest pain, low blood pressure, and heart failure. The patient became stable with the use of an intraaortic balloon pump, dopamina ev, and norepinefrina ev. An attempt was made to remove the detached device two days later the endovascular way via the femoral artery. However, this was unsuccessful. The patient later expired five days after the initial procedure due to "low heart output". An autopsy has not been performed.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that balloon withdrawal resistance and a shaft break occurred leading to patient complications and ultimately death. The patient presented after a myocardial infarction on (B)(6) 2013. Vascular access was obtained via the femoral. The 80% stenosed, eccentric shaped, de-novo, 38mm in length target lesion was located in the non-tortuous, 2.75mm in diameter left circumflex (lcx) artery. The lesion was pre-dilated with a 2.50x20mm maverick balloon catheter resulting in 30% residual stenosis. A 2.50x38mm promus element plus stent was selected for treatment. The stent balloon was inflated to 12atms for 15 seconds and the stent was deployed in the lesion. The stent was fully deployed and well apposed. The balloon was then fully deflated; however, the balloon remained stuck to the implanted stent. In an attempt to remove the balloon from the stent; the distal 10cm of the shaft, including balloon, detached and remained in the lcx. The stent remained implanted. The patient was transferred to critical care in an unstable condition with chest pain, low blood pressure, and heart failure. The patient became stable with the use of an intraaortic balloon pump, dopamine ev, and norepinephrine ev. An attempt was made to remove the detached device two days later the endovascular way via the femoral artery. However, this was unsuccessful. The patient later expired five days after the initial procedure due to "low heart output." An autopsy has not been performed.

Manufacturer narrative:
Device evaluated by manufacturer: only the proximal section of the catheter was returned. The breakpoint was at the center of the midshaft bond at the distal edge of the hypotube coating. A small piece of clear and solid material measuring approximately 2mm in length was adhered to the distal edge of the hypotube, most likely solidified contrast medium. The hypotube was slightly kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).